Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer stated that the buttons were intermittently working. Customer went to the fixed prime and it would not allow him to press the button. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The arrow buttons on the insulin pump did not respond due to corroded keypad traces. The device had severely scratched display window, cracked case at display window corners, and cracked reservoir tube lip.